Manufacturer narrative:
Results: the pet lock was damaged but intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The pull wire was advanced distal to the distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil confirmed that the pusher assembly was kinked near its proximal end and revealed that the embolization coil had offset coil winds and pull wire was advanced distal to the ddt. These damages were likely a result of forceful advancement against resistance. During functional testing, the ruby coil was able to advance through its introducer sheath and through the hub of a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil became kinked. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.